Event description:
It was reported that during a right upper lobectomy procedure, the surgeon fired three white reloads on the pa and pv without issue. However, when firing the fourth reload on the pv, the stapler completed the cycle, but the blade did not return to the home position. Attempts to use the reverse button and manual override were unsuccessful in opening the stapler. While they were trying to find the way to open the stapler, in about 10-15 minutes, the stapler unexpectedly opened on its own. The procedure was completed successfully with 10-15 minutes of delay. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. D4: batch #410d40. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, the device was fired and the cut mechanism was partially deployed, the knife did not return to the home position. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the return switch on the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 410d40, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.